Manufacturer narrative:
The hospital had to reschedule the procedure which is a delay in therapy for the patient. Based on the reported information the criteria for reporting an adverse event has been met.

Event description:
Cannula is occluded w/ no air flow.

Event description:
Cannula is occluded w/ no air flow.

Manufacturer narrative:
The hospital had to reschedule the procedure which is a delay in therapy for the patient. Based on the reported information the criteria for reporting an adverse event has been met. Complaint history for this part number was reviewed for the last 24 months. No similar complaints have been reported and this appears to be an isolated incident. This issue will continue to be monitored to track any increased trend. The assembly instructions for this product were reviewed and found to be complete and accurate. At this time, all signs point to this being an isolated incident of a possible omission during assembly in the cannula lines, generating an excessive aplication of mek and not performing the correct shaking and/or not performing the flow test effeiciently during asembly process.